Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial, MDR in block(s) b5.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that farawave was inserted and during aspiration small bubbles stayed in the faradrive tubulure. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported the guidewire was inside the farawave, as recommended in the workflow. Prior to the air was observed, the dilator was in the sheath. When the air was observed, the farawave was in the sheath (just after the handle). Pressure bag was used for the irrigation of sheath. The bubbles were observed in the flushing line of the faradrive. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that farawave was inserted and during aspiration small bubbles stayed in the faradrive tubulure. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed.